Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during whipple procedure, the device stopped working due to particles inside the joint of the jaw. It worked for about 4 hours before it stopped. It was unknown if the plastic part in the jaws melted. It was also unknown if any part of the device completely detached or if any piece fell into the patient¿s cavity. X-ray was not needed to locate the piece in order to retrieve it, and there was no any additional medical procedure needed to remove the piece from the patient. There were pieces found lodged inside the jaw that were dark and almost plastic like. The case was very bloody. Advised the nurse to clean the jaws in water but the nurse kept using raytec to wipe the jaw and the raytec got caught on the outside of the jaws. Once dislodging the pieces from the jaw, the error red light came on and it smoked when activated. Replaced the device and used the same generator and same battery and the next device worked fine. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the device stopped working due to something around the jaw. There were pieces found lodged inside the jaw that were dark and almost plastic like. The case was very bloody. Advised the nurse to clean the jaws in water but the nurse kept using raytec to wipe the jaw and the raytec got caught on the outside of the jaws. Once dislodging the pieces from the jaw, the error red light came on and it smoked when activated. Replaced the device and used the same generator and same battery and the next device worked fine.